Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One labeled winding former with a undispensed strand into a plastic bag was received for analysis. Product code j603h. Upon visual analysis of the sample, appears to be a piece hair piece and the labeled winding former were observed in the plastic bag; the hair was outside of the sample. Besides that, the secondary packaging was not received. It was not possible to determine the cause of the foreign matter in the sample received. Due to the conditions of the complaint device. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please provide the lot number: - please perform and document the follow up attempt for product return. - please provide the source or name of person providing answers to follow-up questions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2024 and suture was used. When a scrub nurse tried to grasp the needle with the needle holder, a scrub nurse noticed that there was a foreign matter like a hair in the white tray of the suture and use was stopped. This event was found before use. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.